Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, reloading the same cartridge did not resolve the issue, but after following guidance from technical support to clean the pneumatic tap area and properly load a new cartridge, the issue was resolved. The caller was able to successfully load a cartridge onto the pump and resume insulin delivery.